Event description:
Patient self tester reported imprecision, which occurred on (B)(6) 2012. Initial result= >7.5. Repeat result= 2.8. Therapeutic range: 2-3. Time between testing: 15 mins. No adverse event occur.

Manufacturer narrative:
Investigation pending.